Event description:
The customer reported that the nurse placed a new neutraclear valve on (B)(6) 2018 which was heplocked and used for medication administration. When the nurse began to administer an IV medication push via a syringe, the neutraclear broke apart into many pieces at the "hub". There was no patient harm.

Manufacturer narrative:
The customer¿s report that the connector broke was confirmed. Visual inspection of the set showed the lower portion of the male luer (¿the hub¿) had either separated or had broken off completely. Multiple stress lines were observed around the rim of the female luer opening. The root cause was not identified. The mating device was not returned for investigation.

Event description:
The customer reported that the nurse placed a new neutraclear valve on (B)(6) 2018 which was heplocked and used for medication administration. When the nurse began to administer an IV medication push via a syringe, the neutraclear broke apart into many pieces at the "hub". There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse was to administer a medication via a syringe that was scheduled for 10:00 a.m. When the neutraclear broke apart at the "hub". There was no patient harm.